Event description:
Erosive gastritis was found at the circumference of the balloon under endoscopic examination. The device had been in place for 61 days prior to the incident.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.